Event description:
Customer reported that he had recently returned from being incarcerated for three months, during which time he was not allowed to wear his insulin pump. Customer stated that the battery was left inside his insulin pump and the fluid leaked out into the battery compartment. Customer stated that the insulin pump would not power on. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Battery cap contact was corroded. No moisture damage inside insulin pump noted. Unable to perform self test due to blank display. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.